Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was not able to be attached to the heart muscle despite multiple attempts. When the lead was removed it was found that there was tissue in the helix. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.